Event description:
It was reported by the patient's family that the patient is deceased and died approximately (B)(6) months post implant of implantable pulse generator system. It was further reported by the family that the physician noted the death to be due to "defective pacemaker" and that after the device had been removed at the funeral home the device "looks like it had previously been used, did not look like a new one to me." The family also reported that when the patient was at the hospital, the "machine that was used could not get it to connect" with the pacemaker. Additional information obtained indicated the patient had felt shortness of breath at home and had a witness arrest. Resuscitation efforts were initiated by emergency medical service. The patient arrived at the emergency room and cardiac rhythm was flat line upon arrival. Transcutaneous pacing was attempted, had initial capture but then failed to capture. Resuscitation efforts were terminated.

Manufacturer narrative:
The cause of death was reported as cardiac asystole due to presumed failure of pacemaker. Additional information related to the circumstances of death have been requested and not received. No autopsy was performed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.